Manufacturer narrative:
A previous report was submitted under 0001038806-2021-00292 with incorrect MFR number. Zimmer biomet complaint number (B)(4). Patient identifier unknown/not provided. Weight unk/ not provided. Brand name unknown/ not provided. Additional device information unknown / not provided. Email address was not provided. Premarket identification PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided. One unknown tsv implant was returned for investigation. Visual inspection of the as returned product identified that the implant is fractured at the collar. The returned item is too badly damaged to be accurately measured. No pre-existing conditions were noted on the per. The reported product was located on tooth # 15 (fdi) and used for approximately 17 years. Device history device (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Therefore, based on the available information, device malfunction has occurred and the reported fracture event was confirmed following inspection of the returned implant. The alleged bone loss and infection could not be verified with the information provided.

Event description:
It was reported that the implant at tooth site #15 was removed due to an infection and bone loss, it fractured on the neck portion. Additional appointment required: yes, to place a new implant.